Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual inspection examination noted the wire broken by tension overload near to the distal section at 319cm from the proximal section. The distal tip was not returned. The overall length and od of the distal tip were not measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cases as: 2134265-2015-08952. It was reported that a rotawire detachment occurred. The 20mm in length, 2.5mm to 3.0mm vessel diameter, 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During procedure, the burr was advanced through a non bsc guide catheter, which was observed to be not coaxial. It was then noted that the burr was unable to proceed near the ostium and was unable to be inserted to the spring tip of the rotawire. Noise was also observed and the rotawire had a flexure near the ostium of the lad. The physician then decided to cancel the procedure. Subsequently, when the rotawire was removed from the patient's body, it was noted that the rotawire shaft was broken near the ostium. The rotawire was attempted to be removed with no success, thus the patient was sent for surgery to removed the detached rotawire. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same cases as: 2134265-2015-08952. It was reported that a rotawire detachment occurred. The 20mm in length, 2.5mm to 3.0mm vessel diameter, 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and a 330cm rotawire were used for treatment. During procedure, the burr was advanced through a non bsc guide catheter, which was observed to be not coaxial. It was then noted that the burr was unable to proceed near the ostium and was unable to be inserted to the spring tip of the rotawire. Noise was also observed and the rotawire had a flexure near the ostium of the lad. The physician then decided to cancel the procedure. Subsequently, when the rotawire was removed from the patient's body, it was noted that the rotawire shaft was broken near the ostium. The rotawire was attempted to be removed with no success, thus the patient was sent for surgery to removed the detached rotawire. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. Visual inspection was performed and it showed that the device has wire broken by bending torsion overload near to the distal section, 319 cm from the proximal section. Overall length of the device could not be measure due to the wire broken near the distal section. All the other outer diameter (od) measurement taken met the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cases as: 2134265-2015-08952. It was reported that a rotawire detachment occurred. The 20mm in length, 2.5mm to 3.0mm vessel diameter, 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and a 330cm rotawire were used for treatment. During procedure, the burr was advanced through a non bsc guide catheter, which was observed to be not coaxial. It was then noted that the burr was unable to proceed near the ostium and was unable to be inserted to the spring tip of the rotawire. Noise was also observed and the rotawire had a flexure near the ostium of the lad. The physician then decided to cancel the procedure. Subsequently, when the rotawire was removed from the patient's body, it was noted that the rotawire shaft was broken near the ostium. The rotawire was attempted to be removed with no success, thus the patient was sent for surgery to removed the detached rotawire. There were no further patient complications reported and the patient's condition was stable.